Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar forceps instrument was analyzed and was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. For clarification, the dislodged conductor wire is likely the root cause of loss of full articulation at the distal end. Additional observation(s) not reported by site: the instrument was found to have one severely bent grip, causing them to be misaligned. The offset at the tips was 4.33mm. The grips were not found to be cracked.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument broke at the joint and could not be removed from the patient. The cannula was removed together with the instrument as one piece. The procedure was completed with no reported injury.